Event description:
Additional information was received from the patient and it was reported that the batteries needed changed. The patient reported that after changing the batteries they increased the setting .1 with helped from a representative. The patient reported that the going more frequently, discomfort and possible uti had been resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that she had noticed that she had been going more frequently both during the day and night however it was more noticeable during the night. The patient reported some discomfort in their waist radiating to left side of body. The patient reported that their ins was on the right side. The patient also reported that she tried to make an adjustment on the night prior to the report but wasn¿t able to do so and thought it was the batteries. It was noted that the therapy was on. The patient reported that they had a CT scan about a week prior to the report that could be related to the issue. The patient also reported that she wasn¿t sure if she had a urinary tract infection (uti) or not. It was confirmed that the patient was receiving the patient programmer batteries are depleted screen. The patient was able to replace the batteries during the call and the issue resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.